Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (244 mg/dl). Reportedly, the customer accidentally turned the pump feature lock on. Tandem technical support guided the customer through turning the pump feature lock off. Customer delivered a bolus to stabilize blood glucose levels.